Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400429592. No sample was received for further evaluation. Retains were pulled and tested. All testing was within specification. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility via (B)(4): nursing staff noted that the epidural catheter came apart from the connector. The catheter was going into patient's back while patient was lying on the bed, becoming contaminated. The connection site was taped. The patient in this event required five (5) attempts before this catheter was successfully placed and became contaminated. No patient injury reported.